Manufacturer narrative:
By the IFU and was unable to advance the catheter or retract the distal 12mm of the delivery wire back into the prowler select plus microcatheter that would have enabled him to reposition and successfully redeploy the stent. Ultimately, the microcatheter and stent were able to be safely removed as one unit from the patient. A new 22mm enterprise and a straight prowler select plus mc were used with successfully stenting this patient's paraopthalmic aneurysm. No incident occurred with the patient successful treatment was completed without issue. The parent vessel was 3.6mm proximal and distal to the neck, the aneurysm diameter was 7mm. A continuous and dedicated flush was maintained through the microcatheter at all times. The stent had only been attempted to be recaptured once. Prior to the retrieval of the stent, the microcatheter or delivery system was not at an acute angle. After removal from the patient, there were no damages noted on the stent, stent delivery system, or microcatheter. The devices have not been received for analysis. The product code and lot number of the prowler select plus microcatheter is not known; therefore, a device history record review cannot be completed. Based on the available information and with the return of the devices or procedural images, no conclusion can be made regarding the inability to recapture the enterprise stent into the prowler select plus microcatheter. There are no identified manufacturing issues contributing to the event. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report #1058196-2010-00199 and #1058196-2010-00200.

Manufacturer narrative:
Please note: the catalog and lot number for the actual product used in the procedure is unknown. This one of two products used during the same procedure on the same patient, which is associated with MFR report #1058196-2010-00199 and #1058196-2010-00200. Additional information will be submitted within 30 days upon receipt.

Event description:
The physician was attempting to recapture the stent well within the recapture limitations points set forth by the IFU and was unable to advance the catheter or retract the distal 12mm of the delivery wire back into the catheter that would have enabled him to reposition and successfully redeploy the stent. Ultimately we were able to safely remove the mc and stent as one unit from the patient and pull a new 22mm enterprise and a straight prowler select plus mc and move forward with successfully stenting this patient's para-ophthalmic aneurysm. No incident occurred with the patient we were able to successfully treat without issue. The parent artery measure 3.6mm and the aneurysm was 7mm in diameter. The vessel measurement distal and proximal to the neck was 3.6mm. Prior to retrieval of the enterprise stent, neither the microcatheter nor delivery system was at acute angle. The stent was recaptured once. A continuous and dedicated flush was maintained through the microcatheter at all times. After removal from the patient, no other damages were noticed on the stent (bend, uplifted ends, kink, bend, etc), delivery system (shaft-kink, bend, distal tip (kink, bend, stretched, etc) or microcatheter. The stent will be returned for analysis. No films/cd were available of the event, nor information regarding the microcatheter. No additional information was available.